Event description:
A malfunction alarm was reported, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The technical support guided the customer to reset the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to reach out if the issue reappears.